Event description:
Caller reported that pump screen was dark and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to attempt various troubleshooting steps, which were unsuccessful, so it was decided to replace the pump. Customer plans to use mdi as a backup therapy and will send back the faulty pump using the provided pre-paid label within the specified timeframe.